Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as a portion remains within the patient and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During treatment of an aneurysm, the coil was advanced to the target lesion. However, the coil detached prematurely. The coil was retrieved successfully using an intravascular snare. No harm was reported. Patient information - patient identifier, age, sex, and weight are not available. (B)(4).